Event description:
The reporter stated that the syringes were found to have scuff marks, cracks and indentations. Across several batches and not all syringes in each batch. This caused leakage from the barrel and on several occasions blood was drawn back into the syringe. On (B)(6) 2013, the reporter stated that the patient was critically ill in ICU and receiving noradrenaline infusion via an alaris pump using a standard line. There was fluid passed the plunger. The patient's systolic blood pressure dropped to 50 and the nurse noted there was blood in the line the patient was critical. A new infusion was started and the situation resolved.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.